Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm the prn was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, venography was planned. After injecting the drug, part of the contrast agent leaked from the heparin cap. After investigation, the rubber part of the heparin cap was separated from the plastic part, and a small amount of blood flowed back. Remove immediately and replace the heparin cap.

Manufacturer narrative:
Investigation summary in response to the event reported by your facility a device history review was conducted for lot number 2038492. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.